Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was instructed as to how to boot up the system. The customer was to search for the sensor cables and report back if he is able to locate them. No further service info is available.

Event description:
The customer reported that the system would not auto-boot and that it displayed nvram and checksum errors. No pt injury was reported.